Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the clip applier failed to properly form clips also reported spitting clips during firings. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.